Event description:
Cap came off arterial line catheter resulting in a large loss of blood. Pressure alarms alerted staff of problem. It is suspected the pt unknowingly removed the cap. A code was called, pt survived. Arterial line not available for investigation.